Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level was reported to be 600mg/dl. The customer's most current level was reported to be 330mg/dl. It was reported that the customer treated with manual injections. Troubleshoot was conducted. It was reported that the pump alarmed did not alarm for no delivery. It was reported that the customer was advised to discontinue use of the device. It was reported that the customer was instructed on how to receive reimbursement pump.